Event description:
Dr. [Redacted] at bs [bedside] pulling tvp [transvenous pacing], met resistance, decided to pull sheath along with wire, once out of patient pulled wire again and broke off then cut protective cath open and found tip of pacer wire. Doctor stated all was good and out of patient and that wire was kinked. Primary nurse held pressure and bleeding was control. Patient was reassured that everything was good.